Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed there was no damage, and no chemicals used on the device aside from the approved cleaning process. Reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed no error messages were observed as a result of the failure. The covers are the new redesigned covers. The duration of the procedure was 19 minutes from start to end. The procedure was not prolonged and the anesthesia was not extended.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure the distal cover that was attached around the forceps elevator at the start of the procedure was detached and found in the patient¿s mouth post-procedure. Post erpc procedure the patient was extubated and flipped to supine position. It was discovered that the distal cover was not attached to the end of the scope but was found to be present in the patient¿s mouth. The distal cover was retrieved immediately without any issues. The procedure was completed with the same set of equipment. Reportedly, a similar event occurred twice upon removal of the scope and the distal cover was found in the patient¿s mouth. The olympus endoscope account manager has been made aware of the events and a site in service is scheduled to ensure the distal covers are placed correctly on the endoscope. For this purpose, a user guide with instructions for use has been sent to the site for reference. There was no report of additional medical intervention outside the scope of the procedure and no delay in the procedure. The patient was unharmed and was not aspirated due to the cap. There were 4 related patient identifiers for this event- complaint numbers- (B)(6) single use distal cover; model: maj-2315; serial number: unknown (this complaint) (B)(6) single use distal cover model: maj-2315; serial number: unknown (B)(6): evis exera iii duodenovideoscope; model tjf-q190v; number: unknown (B)(6): evis exera iii duodenovideoscope; model tjf-q190v; serial number: unknown complaint number: (B)(6) and (B)(6) are in reference to the initial event.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.